Event description:
It was reported to boston scientific corporation that an solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2018. After the procedure, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of implantation. This event was reported by the patient's legal representation. The surgeon is: (B)(4). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.